Event description:
It was reported a patient's atrial lead presented with dislodgement, confirmed via x-ray. Loss of capture, reduced sensing, and decreased pacing impedance were also noted. The lead was reprogrammed to restore normal parameters. There were no patient consequences.